Event description:
It was reported to vyaire medical that the avea ventilator pressures seem to be inaccurate. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.